Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. A device download could not be performed due to an unexplained power-on-reset. On (B)(6) 2018, the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of bvvi operation was confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. The resistance between the negative side of the capacitor to the ground was high. This indicates the connection of the capacitor was loose. The hybrid device history record was reviewed and found to be complete with no reworks or failures related to c10. The bvvi operation was caused by a power-on-reset which was caused by voltage fluctuations. A loose capacitor can cause the voltage to fluctuate.